Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an ongoing low blood glucose (bg) level that ranged from the high 40 mg/dl range to 50 mg/dl; cause was unknown. Customer consumed carbohydrates to address low bg. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a total of 5 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for each event are included below. Continuous glucose monitor (cgm) values of 47 to 51 mg/dl were recorded at 1:04:28 pm to 1:14:28 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 49 was enunciated at 1:04:28 pm on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 10:51:42 am date: (B)(6) 2020 iob: 0.93. Requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 44 mg/dl were recorded at 2:04:28 pm to 2:29:28 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 54 was enunciated at 1:59:29 pm on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 10:51:42 am date: (B)(6) 2020 iob: 0.93. Requesting a bolus with iob may lead to a low glucose event. Blood glucose (bg) of 27 mg/dl was entered into the pump by the user on (B)(6) 2020 at 02:57:31 am. The user made the following bolus request(s) while having insulin on board (iob): time: 9:10:49 pm date: (B)(6) 2020 iob: 2.95. Requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 51 mg/dl were recorded at 04:09:25 am to 04:44:25 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 51 was enunciated at 04:09:25 am on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 02:59:21 am date: (B)(6) 2020 iob: 0.74. Requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 53 mg/dl were recorded at 05:44:25 am to 07:39:24 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 05:44:25 am on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 02:59:21 am date: (B)(6) 2020 iob: 0.74. Requesting a bolus with iob may lead to a low glucose event. There is no evidence that the pump experienced a malfunction or failure.